Event description:
It was reported that a new ilet pump user received low glucose alerts after eating without performing a meal announcement. The pump delivered correction insulin for a reported high reading and the user subsequently experienced low readings. Symptoms included hyperglycemia and hypoglycemia ranging from 51 mg/dl to 399 mg/dl. The user managed lows with oral glucose. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.